Manufacturer narrative:
The explanted device was not returned to bsn. Additional suspect medical device components involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model#: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient was concerned that she had an infection, however, the physician believed that there were no signs or symptoms of infection. The patient underwent an explant procedure for an unknown reason.